Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient developed an infection at the ipg site. The patient reported that there was drainage and redness, as well as a fever. The patient was treated with antibiotics, which resolved the issue.